Manufacturer narrative:
Trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply is defective. No led lights up when connected to the power supply. Issue occured during the procedure with the patient in the operating room. Procedure was completed with an other device. There was a procedural delay. No patient harm/effects.

Manufacturer narrative:
Trackwise -(B)(4). Corrected section - h6 (health effect ¿ impact codes from 4633 to 4632). The device was returned to the factory for evaluation on 02/12/2025. An investigation was conducted on 02/18/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were faintly illuminated and flickering, indicating insufficient power was delivered to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. No visible steam or heat was produced when the device was activated and no tone was audible from the power supply upon activation. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. A manufacturing engineer evaluation and final testing of the power supply was conducted. The complaint was confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. - the vasoview hemopro power supply operating ranges and tolerances are as follows: - no load voltage output: 5.5 vdc +/- 0.05 vdc. - low current output: 4.0 amps dc +/- 0.05 amps dc. - high current output: 6.0 amps dc +/- 0.05 amps dc. - the complaint vasoview hemopro power supply was tested using a keysight multimeter model 34461a (bmram ID# 18487) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: - no load voltage output: 0.00 vdc (failed test). - low current output: 0.00 amps dc (failed test). - high current output: 0.00 amps dc (failed test). - the complaint vasoview hemopro power supply failed all three output tests confirming that this power supply is malfunctioning and unable to deliver energy. - additionally, it was observed during the testing, that the led power-on indicator and led indicator light located next to extension cable connector were not illuminating which is not normal. Based on the returned condition of the device and engineer evaluation, the reported failure "electrical problem" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.